Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. This report is filed on june 29, 2016. H3 other text : device not returned to manufacturer.

Event description:
Per the clinic, the patient underwent a procedure on (B)(6) 2016 to remove a cholesteatoma, during the procedure the receiver stimulator was explanted, however the electrode array was left insitu. It is unknown if the patient will be re-implanted with a new device as of the date of this report (B)(6) 2016.